Event description:
I used renu moistureloc solution for my contacts. My eye became sensitive to light and watered continuously. I stopped wearing my contacts thinking it was a problem with the contacts. I tried again a few weeks later, and still the same problem. I looked up the product on the web and found out there were problems in asia. I contacted my eye dr and they advised stop using the renu and use a different product. I have had no problems after changing.